Manufacturer narrative:
Final investigation results: visual examination of the returned complaint device revealed the balloon portion of the device to be torn circumferentially below the distal bond of the balloon. No defects were noted to the catheter of the device. The condition of the returned incident device is consistent with the complaint that the balloon would not inflate. It is possible that procedural factors encountered during the procedure limited the performance of the balloon (e.g., the balloon came into contact with a sharp exterior source); however due to the nature of this circumferential tear the most probable root cause of this complaint is manufacturing related. There is an investigation in progress to determine the exact cause of this issue. A review of the device history record (DHR) was performed and revealed no anomalies for lot 14009769. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4): preliminary investigation results. Visual examination of the returned complaint device revealed the balloon portion of the device to be torn circumferentially below the distal bond of the balloon. No defects were noted to the catheter of the device. The condition of the returned incident device is consistent with the complaint that the balloon would not inflate. It is possible that procedural factors encountered during the procedure limited the performance of the balloon (e.g., the balloon came into contact with a sharp exterior source); however there is an investigation in progress to determine the root cause of this circumferential tear. A review of the device history record (DHR) was performed and confirmed that no non conformance raised for lot 14009769. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) with dilatation procedure performed on a male patient on (B)(6), 2011 (patient age and weight are unknown). According to the complainant, during the procedure, the balloon was attempted to be inflated in the esophagus using an alliance ii inflation handle and syringe (upn unknown, bsc), however the balloon would not inflate. The device was removed from the patient and attempted to be inflated, however the balloon would not inflate. It was confirmed that no visible issues were noted to the balloon portion or catheter of the device. However, evaluation of the device by the investigation site revealed the balloon to be torn circumferentially, which is contrary to the complainant's report that no visible issues were noted to the balloon; therefore this is now an MDR reportable event. The procedure was completed with the same alliance inflation handle and syringe, and another cre balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) with dilatation procedure performed on a male patient on (B)(6), 2011 (patient age and weight are unknown). According to the complainant, during the procedure, the balloon was attempted to be inflated in the esophagus using an alliance ii inflation handle and syringe (upn unknown, bsc), however the balloon would not inflate. The device was removed from the patient and attempted to be inflated, however the balloon would not inflate. It was confirmed that no visible issues were noted to the balloon portion or catheter of the device. However, evaluation of the device by the investigation site revealed the balloon to be torn circumferentially, which is contrary to the complainant's report that no visible issues were noted to the balloon; therefore this is now an MDR reportable event. The procedure was completed with the same alliance inflation handle and syringe, and another cre balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.